Event description:
Defective display board.

Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was not provided so review could not be performed. However it would not be relevant for this type of issue. Reported device or defective parts were not sent back for investigation therefore none of the reported issues could be confirmed. Regarding the loose screw and plastic part found inside the device, the issue could have occured during maintenance but from the information available to us, it would be difficult to determine a specific root cause for this issue, as for the display board found defective. Without further investigation we cannot confirm or determine the origin of both reported issues. No patient risk or incident has been reported. This complaint is not confirmed. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring.